Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was transferred to the hospital for wound issues, non-pump or therapy related. It was reported the patient had been at a different hospital at the end of (B)(6) 2013 and the health care provider (hcp) there indicated the catheter was ¿not working/blocked¿. The patient was due for a refill on (B)(6) 2013 and the reporter indicated the patient would probably still be at the hospital. The reporter was trying to head off any refill issues before the device was empty. The pump was currently running at the lowest rate however the reporter had no further information regarding the medication. The type of medication being delivered via the device system was not reported. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient had decided to have the pump programmed to minimum rate instead of turning it off until the patient decided if he wanted the pump permanently off. The health care provider (hcp) had authorized the programming. It was reported the catheter was dislodged and had been confirmed. While the patient as having surgery in their stomach to repair a perforated valve on (B)(6) 2013, ¿for some reason the catheter was cut or dislodged¿. It was also noted the patient had back surgery fusion that same day of l1 to t8. The patient¿s wife had reported the patient had extreme pain but couldn¿t tell whether the pain increased or not after the surgery. The patient had not had any relief before or after the catheter problem. The device system was used to deliver bupivacaine and morphine. It was later again reported the catheter was dislodged. The catheter was no longer intrathecal as of ¿two weeks¿ prior to (B)(6) 2013. It was reported the managing hcp and another hcp that checked the pump at the hospital and confirmed that ¿something has happened to the catheter in that it is no longer intrathecal¿. The exact date was unknown. The patient reportedly had no symptoms or withdrawal associated with the dislodgement according to the hcp. It was reported another managing hcp had since turned down the patient¿s dose. The patient was still in the hospital and was due for a refill. As of the report, there was 1.9ml left in the reservoir. The hcp requested the pump to be set to ¿off mode¿. It was also reported hcp wanted to explant the pump. The hcp had been given options of filing the device with saline or selecting minimum rate but the hcp chose to program the pump off. The pump off authorization form was requested.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).